Event description:
It was reported that during an open reduction internal fixation of a femur, the surgeon was using the holding sleeve when the lever for the wing nut broke. The surgeon retrieved all the pieces and the account discarded the nut in the sharps container. The surgeon used another sleeve to complete the procedure. This report is for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing evaluation and the wing nut was broken off and missing. The broken surface was homogenous and did not show any anomalies of material quality. It is possible that too much force was applied during use. The complaint is indeterminate from a manufacturing standpoint. A product development evaluation was also performed. Threaded shaft of the wing nut was broken off and jammed in the holding sleeve, preventing removal of the schanz-screw. There was no lot number to determine the exact age of the product. A lack of lot number implies that it is at least 10 years old. The product showed a clean torsional fracture through the root of the thread, indicative of torsion load in excess of material strength. This complaint is invalid from a design standpoint, as it is impossible to assess if the screw failed due to single use overload or fatigue use from exceptional service life.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.